Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer reported using infusion sets for greater than 2 days. Customer was informed that trusteel infusion sets should be changed every 2 days per the user guide. There was no reported adverse impact. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.